Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6), 2019, that the she took her device in and they reprogrammed it. She went to the healthcare professional (hcp) the week of the report and had another guy reprogram it again. The patient repeated that her body was going crazy, the stimulation goes up and down her body. The patient reported that she had a seizure disorder and it was not good. When her body is shaking all over the place because this thing was not working properly. When having a seizure and don¿t know what's going to happen. The patient could not sleep with the vibration on. Her whole body does nothing but shakes because when she lies down, it was hitting on the equipment inside. Furthermore, on (B)(6), 2019, the patient reported that body goes into spasms and shaking all the time. She has a seizure condition and has electrical stimulation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device was acting weird in the past couple of months. The patient stated it would go from program a to program b or she would have stimulation at 3.8 and later she checked and it would be at 1. The patient explained that more recently the device stimulates all the time and doesn¿t do what it is supposed to do in the past four days. When the patient went to use the stimulator it was vibrating all over her body. The patient noted she had adaptive stimulation set in the beginning but it was not active on either program a or b currently. The patient had turned stimulation off because she couldn¿t stand the vibration she was feeling from the stimulation. The patient did not mention any trauma, falls or other activity related to the issue. The patient was directed to follow-up with their healthcare provider to have the implant and programming checked. The indication for use was non-malignant pain.